Event description:
X-ray images were forwarded to the manufacturer for review however a reason for the x-rays being taken was not provided. Follow-up by a manufacturer representative found the x-rays were taken because the site suspected a potential lead problem however it was not indicated how they came to this conclusion. Vns diagnostics were not provided. Review of the x-rays observed no gross lead discontinuities. The lead pin appeared to be fully inserted. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Additional information was received that the patient had his vns on previously and it started causing some neck spasms so it was turned off. It was recently turned back on without incidence. Diagnostics were reported to be within normal limits. No high impedance suspected.